Manufacturer narrative:
Previously submitted conclusion was updated to reflect additional information received. During use with an outback catheter, the tip of a .014 300cm stabilizer extra support steerable guidewire sheared off. The tip was retrieved by the radiologist. The access site was antegrade. The target vessel was a calcified, chronic total occlusion (cto). The wire was not removed from the dispenser by the distal floppy end. It was also not kinked or damaged in any way prior to insertion into the patient. It was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recanalize the vessel. The wire tip was also visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion and the wire behaved no ¿normally.¿ there was some resistance/friction between the wire and other devices during withdrawal of the into the outback. The wire did not kink while being used. The wire tip did not repeatedly prolapse during treatment of the lesion or remain prolapsed. The wire tip was advanced into the distal vasculature but was not jailed at any time behind a stent. The wire became fixed during withdrawal. It was not torqued against resistance. They were able to ¿fish out the detached piece.¿ there was no harm to the patient. The device was not returned for analysis. A product history record (phr) review of lot 35260147 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported ¿distal tip-wires - fractured-separated¿ and ¿guidewire resistance/friction - in patient" could not be confirmed and the exact root cause could not be determined. Vessel characteristics (calcification, cto) and/or procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr review nor the information available suggest that the reported damage could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Result: (B)(4).

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use with an outback catheter, the tip of a .014 300cm stabilizer extra support steerable guidewire sheared off. The tip was retrieved by the radiologist. There was no harm to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information was received and updates made to section e. During use with an outback catheter, the tip of a .014 300cm stabilizer extra support steerable guidewire sheared off. The tip was retrieved by the radiologist. There was no harm to the patient. Additional procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 35260147 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported ¿distal tip-wires - fractured-separated¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics and/or procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr review nor the information available suggest that the reported damage could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received, b5: the access site was antegrade. The target vessel was a calcified, chronic total occlusion (cto). The wire was not removed from the dispenser by the distal floppy end. It was also not kinked or damaged in any way prior to insertion into the patient. It was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recanalize the vessel. The wire tip was also visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion and the wire behaved no ¿normally.¿ there was some resistance/friction between the wire and other devices during withdrawal of the into the outback. The wire did not kink while being used. The wire tip did not repeatedly prolapse during treatment of the lesion or remain prolapsed. The wire tip was advanced into the distal vasculature but was not jailed at any time behind a stent. The wire became fixed during withdrawal. It was not torqued against resistance. It was removed intact in one piece from the patient. Further clarification is pending and will be submitted within 30 days upon receipt.